Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female who underwent primary breast augmentation with 190cc mentor memorygel breast implants experienced bilateral baker grade iii/IV capsular contracture post procedure. The capsular contracture was diagnosed through an office visit. As a result, replacement with unspecified silicone implants was performed on (B)(6) 2022. See 1645337-2022-09506 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on august 17, 2022. The replacement devices were 215cc mentor memorygel breast implants. The capsular contracture was associated with lateral displacement and had an elongated shape. The impacted product was received by the failure analysis lab on august 30, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).